Event description:
Tissue granuloma. Pt readmitted to hosp because of the tissue reaction. Updates as per received customer complaint form (B)(6) 2011: the pt contacted the hosp dept by phone with discomfort in the wrist and was advised to take pain relief and to come back if problems persist. On (B)(6) 2011: pt presented to a/e and was referred to the cardiac catheter lab (B)(6) 2011. Reviewed by cath lab, wrist red, inflamed and cellulitic in appearance. Site was painful and above site was red and redness radiated along inside of arm, antibiotics prescribed. Pt admitted to hosp on (B)(6) 2011. On (B)(6) 2011 - the pt has gone to theater for a scan and exploratory operation.

Manufacturer narrative:
Possible allergic reactions of infection are addressed in the IFU. Event eval: still under investigation.